Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the numbers are ramping and the scroll bar was moving up and down without any input to the insulin pump. Customer's blood glucose was 156 mg/dl. Event was occurring during normal use. Customer was advised the device need to be replaced and customer agreed to return it for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.